Event description:
It was reported that a 9mm amplatzer septal occluder was selected for an implanted on (B)(6) 2022. During the procedure the occluder developed a cobra head deformity, the physician removed the device from the patient prior to release from the delivery cable. There was no interaction with the cardiac structures during deployment and no angulation or kink noticed in the delivery system. A new 9mm amplatzer septal occluder no issues with the second device. No patient consequences were reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of reported incident could not be conclusively determined however is consistent with the use of larger sheath that may influence deformation of the device. Please note that per the instructions for use, the recommended size delivery system for use with a 9 mm amplatzer septal occluder is an 6f.